Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the helical blade kept hitting the nail during insertion and it didn't pass through all the way. There was no report of instrument or device breakage or fragment generation. The surgeon had to use competitor's devices from to complete the procedure. There was a 15 minute surgical delay due to the reported event. There was no patient harm and the surgery was successfully completed. After the procedure was completed the surgical staff and the synthes sales consultant tried to reconstruct the trochanteric fixation nail system using the complained implants and instruments at the back table and found that the helical blade still kept hitting the nail and there was an apparent alignment issue. This report is 1 of 9 for (B)(4).